Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there is a foreign object clogging the auxiliary water supply pipe. The foreign object collected looked like a seed, and analysis revealed that different components were found on the outside and inside of the object. The outside was confirmed to be a mixture of protein, cellulose, and esters, while the inside was a mixture of cellulose and lignin. It is unclear whether there were any deviations from the instruction manual in the reprocessing procedures for the remaining foreign objects. No physical damage was found in the area where the foreign object remained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the flex video scope had foreign material in the secondary water pipeline. There were no reports of patient harm.